Event description:
It was reported that the patient's right ventricular (rv) lead exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed. The patient's condition remained stable.